Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one of the bd¿ fluid line extension set tubing had foreign material in the tube, while another had "black color" in the tubing that appeared to be burnt plastic.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to sbdm, lot number is 4806051. Sbdm noticed 2 fm inside the tube and black in color. Visual inspection: sbdm visually inspected the fm by scope, it is assumed the fm was pvc carbide, raw material of tubing. The fm was not wiped out during infrared spectrometry (ir) testing. Infrared spectrometry (ir) test: sbdm conducted ir test on the fm, the fm is analyzed to be polyester, raw material of tubing. House sample inspection: sbdm inspected 25 pcs of house samples from lot 4806051, no fm was found. Device history record review: sbdm inspected the manufacturing record for lot 4806051, no abnormality was observed. Customer complaint review: sbdm reviewed customer complaint record, there is no repeated same issue from other customer. Root cause: from investigations and ir testing, the fm is pvc carbide. The tube components are extruded in the extruder on high temperature (145¿~165¿). The likely cause is pvc(raw material of tube) carbide may be formed in the high temperature and it was stuck into the complaint tube while extruding process. Corrective actions: 1. Sbdm had quality training on this customer complaint for extension assembly line workers. 2. Sbdm implemented tightened product & process management and strengthening quality inspection for extension manufacturing process. 3. Sbdm enhanced cleaning of the extruder die from 2 times a day to 3 times a day (before starting work, after having lunch and before finish work.) 4. Sbdm conduct intensive maintenance & cleaning for extrusion tube dies. 5. Sbdm produce 1 set of stainless dies head and body to reduce damage on the dies which causes carbide of raw material. If it is effective, sbdm would change all dies to stainless. The actions will be due 30 apr 2019.

Event description:
It was reported that one of the bd¿ fluid line extension set tubing had foreign material in the tube, while another had "black color" in the tubing that appeared to be burnt plastic.